Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Event description:
N/a

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) the cardiosave intra-aortic balloon pump (iabp) touchscreen was not responding correctly. There was no patient involvement.

Manufacturer narrative:
Additional information: event site contact person details: (B)(4), biomedical engineer, (B)(4) the getinge field service engineer (fse) that encountered the reported issue during the preventative maintenance (pm) replaced the touchscreen assy to fix the issue and performed a full functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The pm was completed and the iabp was then released and cleared for clinical service. The defective components were received for further investigation. The failure analysis and testing department received touchscreen assy, 12.1¿ with a reported unit failure touchscreen not responding correctly during scheduled pm. The fat dept. Performed a visual inspection of the part received and the part is in a good condition. The fat department installed the part in the cardiosave test fixture and tested to factory specifications per cardiosave service manual. The failure analysis and testing dept. Found that after 15 min from powering -up the test fixture to clinical mode the touchscreen become unresponsive. The failure analysis and testing department verified the failure of the touchscreen. The touchscreen is defective. Retained the touchscreen in the failure analysis dept. Per procedure. The non-conformances with the returned components were confirmed. However, the root cause or the most probable root cause is impossible to be defined.